Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11494. It was reported the pt went to a different physician to have her staples removed after her ipg was repositioned. The pt reported her ipg site was red and irritated. A few days after the staples were removed the pt reported she had gone to an urgent care facility; she was told she had a (B)(6) and placed on 3 weeks of antibiotics. The pt reported no cultures were taken, and the antibiotic regimen had resolved the infection. Although the infection had resolved, the pt reported she had pain radiating from the ipg site down her legs into her feet. The pt also reported in (B)(6), a lightening strike struck near her home and knocked out her tv. The pt reported she felt a brief overstimulation at the time, but the issue had never recurred. It was reported the physician may undertake surgical intervention to relocate the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.